Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned they were groggy from the (evaluation) surgery and they had an infection in their vaginal area. As a result of what was reported, they were advised to speak to their healthcare provider (hcp) regarding their health. Two days later, patient said they were in pain and uncomfortable so they were advised to contact their hcp regarding medical advice or if they have questions about their health. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.